Event description:
During a routine device replacement procedure, high defibrillation impedance was observed on the right ventricular (rv) lead after being connected to the new device. Upon investigation, an insulation abrasion was noted on the rv lead just below the connector. Due to patient condition, the physician elected to leave the rv lead implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.